Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. In 2004, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), abdominal distension ("excessive bloating"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal in (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, migraine, abdominal distension, dyspareunia and fatigue outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, back pain, abdominal pain, migraine, abdominal distension, dyspareunia and fatigue to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Around 11 years, she underwent a surgery to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure ((B)(4)) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), abdominal distension ("excessive bloating"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal in (B)(6) 2015). Essure ((B)(4)) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, migraine, abdominal distension, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, migraine, pelvic discomfort and pelvic pain to be related to essure ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Around 11 years, she underwent a surgery to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.